Event description:
A sterile processing department technician had placed integrator in a package with an instrument to be sterilized. During sterilization, integrator leaked ink (chemical) into the sterilization pouch. The chemical penetrated the paper side of the pouch, thereby compromising the integrity of the paper. The instrument was successfully reprocessed.this is 8th in a series of failures over a period of 7 months. During that time, facility has used about 11,000 integrators. While a low percentage of integrators failed, there is a risk to patient safety.